Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016 the reporter contacted animas alleging that on the same day, the patient experienced low blood glucose (bg) of 5.2 mmol/l with cognitive impairment, confusion, and severe dizziness associated with inaccurate continuous glucose monitor (cgm) readings. Reportedly, the patient self-treated with oral carbohydrates and remained on the pump. The reporter noted that the bg readings per cgm were 10.9 mmol/l but that finger-stick values were 5.2 mmol/l. Troubleshooting indicated that the patient was dosing based on cgm readings and was not confirming bg values with finger-stick readings. Customer technical support advised the user that treatment decisions should not be based solely on cgm values and bg levels must be confirmed with a finger-stick reading prior to making treatment decisions. The reporter also noted that the patient had a chest infection and was on steroids and antibiotics. This complaint is being reported based on the allegation that the patient experienced symptoms indicative of hypoglycemia associated with use error.